Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an ht70 plus ventilator had an o2 (oxygen) sensor failure. The ventilator was not in use on a patient at the time of the reported event. The evaluation and repairs of the ventilator have not yet been completed.

Manufacturer narrative:
Device evaluation: the ht70 plus ventilator was returned to medtronic¿s product analysis laboratory. An investigation was performed and the reported issue was verified. The root cause of the reported issue was isolated to a defective oxygen (o2) sensor. To resolve the issue, the o2 sensor was replaced. The unit was to be processed per service instructions. Processing has not yet been completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional: the ventilator software was updated and the unit operates within manufacturing specifications. If information is provided in the future, a supplemental report will be issued.